Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead implanted: (B)(6) 2011; 419488 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the remote monitoring transmission showed possible atrial under-sensing on the right atrial (ra) lead during an episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
The lead was returned to the manufacturer after the patient died in a manner unrelated to the device system.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.